Event description:
It was reported the battery was deteriorating. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an update from fse email response indicates that the field service engineer replaced the device's lithium ion battery and the device will be successfully returned to service. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a battery issue. The faulty component was replaced and the device was returned to service. The customer was informed of part availability and will ship once the part becomes available. Upon conclusion of the investigation, it was determined this was a malfunction of the lithium ion battery. The device will be returned to the customer when the part has been received and replaced it has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.